Event description:
Complaint about the bd micro fine ultra pen needle 4mm 0.23 (32g)x4mm hello I buy my needles for my insulin pen in pharmacy in belgium is in each box 100 pieces there is always at least one 10 needles that does not work or the price of the box is 21 euros so each time a financial loss for me knowing that I do 4 insulins a day please receive mrs. Xxx, the expression of my distinguished greetings, mrs. Xxxxxx, xx, xxxxxxxxxx.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.